Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the emboshield nav6 embolic protection device was advanced with difficulty. The bare wire kinked after reaching the target lesion and was removed with difficulty. A second emboshield nav6 was used. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported kink as well as difficult to position and difficult to remove was confirmed. The investigation determined the reported difficulties to be related to the patient anatomical conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, information was provided, indicating that the difficulty noted during advancement and withdrawal was due to the patient anatomy. No additional information was provided.